Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. Initially, lines appeared through the display, and the issue progressed to an entirely blank display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/201 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a blank display, with audio and vibration. Evaluation revealed a crack display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.